Event description:
On 03/17/2023, it was reported by an arthrex employee via phone that an ar-1288qis-110 quadlink implant systems tightrope had a suture that was unloaded. This occurred during an acl reconstruction, the device was not used. An ar-1588tn-21 tightrope was used to complete the case. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use.